Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device ran in the off mode position and failed safety assessment (check the off/osc/on switch mode function) at pretest. Therefore, the reported condition that the device was broken and would not turn on with power was not confirmed. During repair it was observed that the electronic control unit (ecu) was damaged, but still had normal output voltage even when the mode selector switch was in the off position. There was an unknown substance and corrosion on the ecu contacts, an unknown material on the motor magnets and gear, the motor magnets and gear are worn, and other components are worn, corroded, and had debris. It was determined that this was due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device was broken, it was reported that the device will not turn on with power. During in-house engineering evaluation it was determined that the device ran when in the off mode position and failed safety assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.